Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of small signal amplitude measurements that resulted in the smartpass feature becoming disabled. Technical services (ts) discussed troubleshooting and potential programming options. Subsequent information was received that the smartpass feature kept disabling due to small signal amplitude measurements and ectopy. Inappropriate shocks were delivered in two separate episodes. Review of the stored episodes showed a wandering baseline that was suspected to be consistent with potential device movement. Review of the system on x-ray noted that the system placement was appropriate and stable. The smartpass feature was re-enabled, and monitoring will be continued. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of small signal amplitude measurements that resulted in the smartpass feature becoming disabled. Technical services (ts) discussed troubleshooting and potential programming options. Subsequent information was received that the smartpass feature kept disabling due to small signal amplitude measurements and ectopy. Inappropriate shocks were delivered in two separate episodes. Review of the stored episodes showed a wandering baseline that was suspected to be consistent with potential device movement. Review of the system on x-ray noted that the system placement was appropriate and stable. The smartpass feature was re-enabled, and monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that the smartpass feature again disabled due to small signal amplitude measurements. A variety of programming options were assessed, however, the smartpass feature was unable to be re-enabled. The field representative sent the x-ray images to technical services (ts) for review. The device position was noted to have changed, and appeared to be lower than typical. Additionally, the electrode position appeared to be high, and notably left of the sternum, however, it was unclear if the observed position of the electrode differed from the original implant position. Ts discussed that it seemed like the potential of an ineffective path across the heart for sensing. Further review of the x-rays noted that the electrode was toward the top of the device in a recent image, however, an older image showed the electrode near the bottom of the device. It was reported that the patient gained 20 pounds of muscle since implant. Ts discussed the option of repositioning the system, and assessing the device suture. It was reported that a revision procedure was planned for a future date to reposition the electrode. Additional information was received that surgical intervention was undertaken. The electrode was successfully repositioned and remains in service. No additional adverse patient effects were reported.